Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was offline and displayed as offline on remote smart service. The customer restarted the machine does not resolve the issue, and all physical connections were verified to be properly connected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went offline. A field service engineer changed the ethernet cable, but the network issue persisted. The cable was then plugged into a different ethernet port, and network connectivity was reestablished. The ethernet cable was connected to the new port, and the connection was successfully restored. The system functioned as intended after the field service engineer repaired the device.